Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary:the device was reviewed and the failure mode confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse shoulder arthroplasty, (B)(6) ; (B)(6) hospital (B)(6) 2018. When surgeon went to use the metaglene positioner, the 2.5mm k-wire wouldn't pass through. On inspection it was found that there was a metallic flap blocking the path of the k-w. Action taken to man age the problem during the procedure: used an alternate positioning guide. No delay to procedure. No ae to patient.